Manufacturer narrative:
Additional device implanted and involved in this event: tg3715/06822763. Udis for the lots are as follows: lot 06822704: (B)(4). Lot 06822763: (B)(4).

Event description:
On (B)(6) 2009, the patient underwent treatment of a dissected thoracic aneurysm with two gore&#59412;tag thoracic endoprostheses. It was reported that on discharge date (B)(6) 2009, the aneurysm measured 64.0 mm. Follow up dates and aneurysm measurements are noted as the following: (B)(6). It is unknown why the aneurysm sac has enlarged and there has been no reported reintervention. No further information is available.